Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) was able to confirm the complaint that there is a misalignment in the touch position. The touch screen does not meet the acceptance criteria specified ((B)(4) ve) due to failing the resistance ration verification."

Event description:
Philips received a complaint from the servce engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips service engineer (se) reported that a misalignment of the touch position was confirmed. It was noted that the se performed a calibration, but the issue was not resolved. The se replaced the touchscreen to resolve the issue. This concludes the investigation.